Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair, and the customer was guided to update firmware and verify pairing, with instructions to allow additional time for the connection and call back if needed. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device pairing issue was unresolved at the time of the call pending the post-update pairing interval. It was concluded that the event involved an interoperability or connectivity issue, with no evidence of patient harm.